Manufacturer narrative:
Updated data: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot#: (B)(6), ubd: 2022-06-09, UDI#: (B)(4), b5. Additional information was received that clarified the reported difficulty crossing the first valve. The stenosis within the first valve prevented access through the valve; the physician could not get a catheter or a wire to cross through the valve. Trans-septal access was used with a snare, to pull a wire through and implant the valve. No adverse patient effects were reported. As a result of the additional information, the delivery catheter system (dcs) is being reported as a concomitant product to the valve. H6. Codes pertaining to the dcs: device code - c63198 eval code method - 4115. Product analysis: the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non -structural dysfunction (e.g. Pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (such as age, disease stage, comorbidities). High gradients increase over time are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical left ventricular outflow tract (lvot) obstruction. Although a conclusive root cause to the calcification could not be determined, these are known potential failure modes for bioprosthetic valves and are largely dependent on patient condition. It is known that calcification formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might had occurred in this event. Difficulties advancing the delivery catheter system (dcs) through the vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the stenosis within the first valve prevented access through the valve. This indicates that the probable cause of the advancement difficulties was due to the pre-existing valve and the patient anatomy. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that the patient had a pre-existing valve implant which caused the positioning difficulties. This indicates that the cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with limited procedural images available and a relationship to the dcs cannot be established. Based on the available information, a root cause for this event could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, three months, and four days following the implant of this transcatheter bioprosthetic valve, the patient presented with dyspnea, syncope and a high gradient of 43 millimeter of mercury (mmhg). The valve leaflets were noted to have developed calcium and were stenosed. The valve implant depth was reported to be 8.2 mm on the non-coronary cusp (ncc) and 10 on the left coronary cusp (lcc). Subsequently, a second valve was implanted reducing the mean gradient to approximately 5 mmhg. It was reported that there were major difficulties crossing the first valve. No additional adverse patient effects were reported.